Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported they were having a lead revision / replacement surgery. Pt said the surgeon along with their rep concluded that one of the leads had possibly came out of the sheet it was supposed to be in. Pt said this was discovered shortly after the stimulator was implanted in 2020. Pt said they were unable to use their controller without getting a burning in their back causing them to not be able to use the stimulator. Pt said dr will decide whether to replace the leads when they go in for surgery. Pss documenting information given during call.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(4), ubd: 05-nov-2018, UDI#: (B)(4). Product ID: 977a275, serial/lot#: (B)(4), ubd: 05-nov-2018, UDI#: 00643169109384. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, patient had one electrode with a bad connection to 97715 ipg. Physician wiped off lead and ensured proper connections, but did not resolve. Physician opted to keep existing leads in place because 15 of 16 electrodes were working properly. No known factors but physician did comment that existing leads into old 97714 battery were coiled aggressively. Connection and impedance test with 97725 wireless neurostimulator (wens) showed good connections and no high or low impedance. Connection test to ipg showed one poor connection. Post op programming was done on (B)(6) 2020 and patient had sufficient coverage with basic programming. Patient called later the same day and said they could not feel stimulation when they increased the intensity. Battery was implanted and programming was done while avoiding the one contact. Patient will be scheduling a follow up with medtronic representative to analyze and reprogram the device. The rep reported that the battery replacement was due to normal depletion. No date for a follow up appointment was known. The impedance measurements did not show any out of range values with any pair. It was reported that the patient contacted the rep who could not assist them over the phone. Patient then contacted (B)(6) who met with them the following wednesday and did programming. Patient stated it turned out that the leads were not in the correct position for maximum coverage. Issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the leads coming out of the sheet was due to the insertion of a new battery in 2020. The steps taken to resolve this was the implanting of new device and paddle. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their weight and the status/location of the implant and leads are unknown.